Manufacturer narrative:
Citation: eliav r et al. Predictors for permanent pacemaker implantation following transcatheter aortic valve implantation: trends over the past decade. Journal of interventional cardiac electrophysiology. 2021; 62(2):299-307. Doi: 10.1007/s10840-020-00902-y earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an observational, retrospective cohort analysis into the predictors for permanent pacemaker implantation following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2017. The study population included 338 patients (predominantly female, mean age 80.0 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 124 were implanted with a medtronic corevalve transcatheter valve and 90 were implanted with a medtronic evolut r transcatheter valve (unique device identifier numbers not provided). Among all patients, 13 deaths occurred throughout the follow-up period, 11 of which were attributed to cardiovascular causes. No further details about the deaths were provided, and no association was made between the deaths and a specific manufacturer¿s product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation due to complete heart block, 1st-2nd degree atrio-ventricular (av) block, left bundle branch block (lbbb), right bundle branch block (rbbb), sick sinus syndrome, sinus pause, atrial fibrillation; stroke/transient ischemic attack (tia); major/life-threatening bleeding; major vascular complication; infection; severe paravalvular leak; elevated gradients; valve-in-valve implantation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.